Event description:
A cartridge change error was reported by the customer, who mentioned that the issue had been ongoing for the past two weeks. There was no adverse impact to the customer's blood glucose level. To address the problem, the customer cleaned the pneumatic tap area with an alcohol wipe, attached the cartridge correctly, confirmed it was snapped fully into place, and successfully completed the load process to resume insulin delivery.